Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of "short battery runtime" is not able to be c onfirmed. The field service agent (fsa) service the pump and could not replicate the problem. If the part or additional information received at a later day, a full investigation will be completed. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by field service that the intra-aortic balloon pump (iabp) has a short battery runtime. Iabp was on patient, there was no report of patient injury or consequence. Field service replaced the battery . The unit passed functional check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by field service that the intra-aortic balloon pump (iabp) has a short battery runtime. Iabp was on patient, there was no report of patient injury or consequence. Field service replaced the battery . The unit passed functional check.